Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence gastrointestinal/pelvic floor. It was reported that the patient stated they were having issues the night before the call with their symptoms and they spent most of the night in the bathroom. It was also reported that the patient said their programmer was showing a "(B)(6) battery replacement" screen. It was recommend to replace the batteries and change stimulation to see if that resolves symptoms. There were no further complications reported.